Event description:
There was a meter display issue with coaguchek xs meter, serial number (B)(6). Customer alleged the meter had a display malfunction that resulted in a misinterpretation of results. The results field of the meter is faded. The results field displayed a result of 5.4 inr on the day of the event. Customer did not believe this was the correct result due to the display issue. The customer did not report the result.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.